Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room due to low blood glucose on (B)(6) 2020 with blood glucose of 24 mg/dl and they allege insulin pump was over delivering. The customer was treated with glucose tablet. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that they did not used auto mode feature. Customer was hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose level 23 mg/dl to 24 mg/dl. The insulin pump will be and reservoir will not be returned for analysis.